Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message during operation. The reporter also observed fluid loss on the saline bag; indicating a likely air trap issue. No known impact or patient consequence was reported.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated and found fluid in the suk airtrap sensor. Review of the event log revealed two occurrence of the mid09 error message. These findings confirm the customer reported event. As part of routine service during testing, the console was examined and found no other issue. After the suk airtrap sensor was cleaned, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).